Event description:
Asr xl - hip(s) revised: right, reason(s) for revision: pain.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, reason for revision: unexplained, patient activity level prior to event: function impaired and movement restricted, type of patient activity: walking time 15 mins, oxford score 22/48, patient clinical condition prior to revision: nil of note, has an MRI scan been sent to ic? Yes, has a blood sample been sent to ic? Co = yes; cr = yes, has soft tissue samples been sent to ic? No, (B)(4). Update: added type of product, side hip to be revised, surgeons forename, reason for revision and added product. Received: (B)(6) 2012. Asr xl - hip(s) to be revised: right, reason(s) for revision: pain. Invalid lot number provided for taper sleeve - 8001021. Update: added further reason for revision and product. Received: (B)(6) 2013. (B)(4). Reason(s) for revision: pain and alval / soft tissue reaction. Update - added file handler details and amended original surgery date. Taken from claimsuite dated (B)(6) 2014. Update - correct implant date received and added. See email dated (B)(6) 2015 - (B)(4). Primary surgery: (B)(6) 2006. Update - added the lot number for the sleeve, added manufacturing and expiry dates for sleeve. Taken from claimsuite dated (B)(6) 2015 - (B)(4) lot number for sleeve - 2116506.

Event description:
Reason(s) for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Reason for revision: unexplained. Patient activity level prior to event: function impaired and movement restricted. Type of patient activity: walking time 15mins, oxford score 22/48. Patient clinical condition prior to revision: nil of note. Has an MRI scan been sent to ic? Yes. Has a blood sample been sent to ic? Co = yes; cr = yes. Has soft tissue samples been sent to ic? No. (B)(4). Update: added type of product, side hip to be revised, surgeons forename, reason for revision and added product. Received: november 17th 2012. Asr xl - hip(s) to be revised: right. Reason(s) for revision: pain. Invalid lot number provided for taper sleeve - 8001021. Update: added further reason for revision and product. Received: january 16th 2013. (B)(4). Reason(s) for revision: pain and alval / soft tissue reaction. Update - added file handler details and amended original surgery date. Taken from claimsuite dated 19th june 2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.